Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that tpn was infusing at an unspecified rate when the tubing separated at the filter. The tubing was in use for less that 24 hrs. There was no report of patient harm. The event occurred in nicu.

Manufacturer narrative:
The customer¿s report that the tubing separated at the filter was confirmed. Visual inspection found the set separated at the engagement between the filter inlet and tubing sleeve. Insufficient solvent was observed at the separation site. The tubing sleeve was measured and found to be within specification. Functional testing was deemed unnecessary due to the separation. The root cause of the customer¿s report is insufficient solvent having been applied during manufacturing.